Event description:
It was originally reported that the patient needed a clip for her receiver and antenna. Additional information was received. The patient experienced intermittent stimulation. Stimulation would not come on right away although the amplitude would stay on. It was noted that the batteries and antenna were replaced. There was no known accident or incident related to this event. Further information has been requested.

Manufacturer narrative:
(B)(4).